Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on april 28, 2020. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation on an unknown date with a 450cc mentor memorygel breast implant (right) and an unknown mentor gel implant (left) experienced left side rupture post procedure. Bilateral rupture was suspected, so the patient underwent replacement with allergan implants, and the left implant was confirmed to be ruptured. No additional issues were noted. See 1645337-2020-04869 for contralateral prosthesis report.